Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, while deploying the valve, during release of the second tab the valve dislodged into the ascending aorta. The valve was snared above the sinotubular junction and a new valve was deployed successfully. No additional adverse patient effects were reported.